Event description:
The customer reported that the device failed to shock during the opcheck. Note that opcheck failure alone does not indicate a device malfunction.

Manufacturer narrative:
A philips tech verified the symptom. The device failed to delivery energy which could prevent the delivery of therapy. Replacing the therapy pca resolved the reported issue.